Manufacturer narrative:
The reported issue could be inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿inappropriate snap fit¿. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the latch on the statlock did not stay closed when the customer was trying to move.

Event description:
It was reported that the clamp on the statlock did not stay closed when the customer moved. Per follow up on 25jun2021, customer using a 20 french catheter and had this problem with all the 5 or 6 statlocks used.

Manufacturer narrative:
The reported issue could be inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿inappropriate snap fit¿. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (statlock device) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the latch on the statlock did not stay closed when the customer was trying to move.